Manufacturer narrative:
Device evaluation: one fast-fix 360 insertion device was returned for evaluation. No implants or suture were returned. The actuator is in its pre-deployment position for t2 indicating a deployment of t1. Although the failure made cannot be confirmed, an investigation has been initiated to determine the root cause of the fastfix 360 pre-deployment issues. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During meniscus repair utilizing a second fast-fix 360 reversed curve ndl deliv, it was reported that when the deployment knob was depressed to deploy the first implant (t1), the second implant (t2) also deployed. Both implants remain in the patient unsupported. The first fast-fix 360 reversed curve ndl deliv worked as intended. The surgeon did not use another device and completed, the procedure by leaving the meniscus partially repaired. There were no reports of patient injuries or complications.